Event description:
The surgeon implanted veritas in 2008 using a 5mm suture bite. On four days later, the patient returned to the or. The veritas tissue pulled out from the sutures and the sutures remained intact. The surgeon excised veritas and replaced it with another surgical mesh.

Manufacturer narrative:
No evaluation can be performed; device was not returned to synovis.